Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error and the act button was hard to push. Customer¿s blood glucose level was 121 mg/dl. Customer was able to rewind the insulin pump. Customer did not doing anything and then insulin pump start beeping. The insulin pump will be returned for analysis.